Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
User facility medwatch report, mw5067496, received that states the following:while using flextone 4.0x15 in rca thru alr 1.26 ft medtronic- wouldn't cross and pilot 50 190 guide used as boddy - wouldn't pass- platinum tip of wire was stripped from wire- x-ray showed tip inguide. The following additional information was received: it was reported that on (B)(6) 2016, a percutaneous intervention was performed on the right coronary artery (rca), heavily calcified, 99% re-stenosed lesion containing previous, unspecified stents. A pilot guidewire advanced to the rca lesion without issue. Following a non-abbott cutting balloon attempted to advance on the pilot guidewire multiple times without success. During pilot guidewire removal, resistance was noted with the cutting balloon and the tip separated and remained inside the guide catheter. All was removed without issue. Nothing was left in the patients anatomy. There was no adverse patient effect or a clinically significant delay reported. There was no additional information provided.